Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings. Found sensor separated from sensor's base. Unable to perform insertion test complaint against serter. Also cannot perform or reproduce skin irritation in laboratory. Sensor cannula was bent; it was unable to confirm if customer received it in said condition due to customer returned it opened/used.

Manufacturer narrative:
The reliability analysis inspected 1 opened or used enlite sensor and performed bicarbonate buffer test dop 114 830. The sensor passed per specifications and with accurate readings. Also found sensor separate from sensors base. The unit was unable to perform insertion test complaint against to enlite serter. Also cannot perform or produce skin irritation in lab. The sensors canula was bent unable to confirm customers received sensor in said condition due to customer returning the sensor opened or used.

Event description:
Customer reported that she is having issues with inserting the sensors. Customer stated that she removed the sensor and it was completely smashed. At first she thought there wasn't even a sensor attached. Customer stated that the serter seems like it does not wants to release. Customer also stated that the sensor adhesive has been irritating her skin lately, probably due to the weather. Blood glucose value is 280 mg/dl. Nothing further reported.